Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was observed to be loose inside the port resulting in intermittent issues with charging the pump battery and intermittently could not be charged past 30 percent battery life. Customer¿s blood glucose level was approximately 100 mg/dl. Multiple attempts were made to follow up with the customer, however, a response was not received.